Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and enlarged atrium. Am unknown mitraclip was inserted and deployed on the mitral valve, reducing mr. On (B)(6) , 2025, an echocardiography revealed that mr had increased to severe and prolapsed posterior leaflet. It was noted that the clip was stable on the leaflets.

Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury and recurrent mr. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital and underwent a mitral valve replacement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on an unknown date, the patient underwent a mitral valve replacement.